Event description:
During initial investigation it was discovered that the vibra alert on the infusion device does not function. No adverse event was reported. The alleged product was sent to the manufacturer for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.